Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. During backup, defibrillation therapies were not available. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication and backup operation were determined to be due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes premature battery depletion.